Event description:
Manufacturer was informed that a perceval plus valve size s was implanted in the patient on (B)(6) 2025. Reportedly, the valve was explanted the day after, on (B)(6) 2025. According to the report provided, the prosthesis had been implanted during a double valve replacement (dvr) procedure, following a mitral valve replacement using a valve from an epic 29 mm valve. Based on the information received, difficulties were encountered during the deployment of the perceval valve, with significant force required to operate the relyon delivery system. Despite this, the procedure was completed successfully after confirming that the perceval valve was properly aligned. On the first postoperative day, an echocardiogram revealed a paravalvular leak (pvl) associated with the perceval prosthesis. A subsequent CT scan confirmed the presence of stent infolding. Therefore, the perceval prosthesis was explanted and replaced with mosaic size 19 valve.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer is retrieving further information from the site. A follow-up report will be provided upon availability of new, relevant details.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. Manufacturer attempted to follow up with the site, but no further information has yet been received. Since limited information is available and the device was not returned for further investigation, a definitive root cause of the reported event cannot be established at this time. Should further information be received in the future, a follow up report will be provided.